Event description:
A complaint was received from a customer that reported that the elite system is malfunctioning. Customer said that the "hundreds unit" was partially displayed while the "tens and units" digit were not working at all. A request was made to return the system for evaluation and in the meantime a replacement unit was provided.